Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation was no longer helping the patient's pain. The patient said it helped when they made the stimulation more intense, but it caused spasms when used intensely for any duration of time. The rep said the healthcare professional would get x-rays to evaluate possibly worsening scoliosis. The rep said that all impedances were within normal limits and the stimulation covered the patient's chronic pain area. The rep reprogrammed the ins but it was noted that the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated. Additional information received. Pt reported that they have had nothing but issues with the intellis implant pretty much since day 1. Pt said they have told medtronic reps about this and gave names of (B)(6) (who they said retired), (B)(6). Pt mentioned having reprogramming done before and most recently had reprogramming done with (B)(6) in 2019. Pt said that (B)(6) tried to "get a pulse in my charge to reprogram it in their left side, she said there is not connections or whatever, ya know it's not working right". Pt said they haven't charged their implant in a while and they are still feeling stimulation in their pelvic area on the right side. Pt mentioned this feeling like contractions for having a baby. Pt said this feels like a tens unit is inside of them and they feel constant humming and vibration and it comes and goes. Pt said they have adaptive stim, but the adaptive stim never worked when they moved to different positions. Pt also said "it's even attached to like if you want to get off or have an orgasm, well it's attached to that muscle too. Pt said they haven't seen their doctor in over a year because they have been working on getting the implant removed. Pt said they are unable to get the implant removed due to their blood levels skyrocketing and plummeting. Pt also said the doctor will not put a replacement in. Pt said their doctor referred them to them to a spine surgeon and medtronic rep (B)(6) went with them and they are scheduled to get the implant taken out. Pt mentioned recharger problems (see (B)(4) for report of this). Pt was very difficult to follow throughout the whole call. Pt also mentioned calling medtronic ps in the past about issues, but pss found no record of this in cmf. The patient was redirected to their healthcare provider to further address the issue. Ps also emailed medtronic reps for visibility.